Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with the following procedures: moschcowitz culdoplasty, lysis of adhesions, bilateral para-vaginal defect repair, right ovarian cystectomy, cystoscopy, and perineoplasty. No additional information was provided.